Manufacturer narrative:
Super poligrip original is manufactured in (B)(4). The lot number for this product is available (lot number r10481). It is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of could not swallow in a (B)(6) female patient who received super poligrip original (zinc free formula) ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. The patient's past medical history included heart attack and hive. Concurrent medical conditions included drug allergy, glucose-6 phosphate dehydrogenase, high blood pressure and macular degeneration. Co-suspect medication included an unspecified blood pressure medication. Concurrent medications included atenolol, lansoprazole (prevacid) and lisinopril. On (B)(6) 2011, the patient started super poligrip original (dental). Approximately 1 day after starting super poligrip original cream, on (B)(6) 2011, the patient experienced could not swallow, mouth swollen, face swollen, nonspecific reaction, swollen gums, allergic reaction, throat closed, distressed, scared feeling I was going to die, elevated blood pressure, throat swelling and exacerbation of increased blood pressure. The patient was hospitalized. The patient was treated with intravenous fluid(s) (IV fluids), amlodipine (norvasc), diphenhydramine hydrochloride (benadryl), steroid (steroids) and adrenaline (epi pen). Treatment with super poligrip original was discontinued. The events resolved. After reintroduction the events recurred. At the time of reporting, the events were unresolved. At the time of reporting, the outcome of the events was unresolved. The purpose of this contact was to inquire if there had been any previous reports of people having any reaction to super poligrip. The consumer spontaneously reported that she experienced a reaction from using super poligrip free. She reported that her gums were swollen, she is allergic to super poligrip free and her throat closed up. Consumer reported that she was admitted to the ICU of her hospital. This case was reported by a consumer and described the occurrence of not being able to swallow, throat swollen up, throat closed up, face, gums and mouth being swollen, having a reaction, being allergic being distressed blood pressure elevated and feeling of death in an (B)(6) female using super poligrip. The patient reported that she began using super poligrip free around (B)(6) 2011, and when she woke up at 4 am the next day her face was swollen. Consumer reported that by 4 pm the swelling had gone away. Consumer reported that on (B)(6) 2011 around 3 pm, she used the super poligrip free and around 4 am she woke up and could not swallow, her throat was swollen up, her face, mouth and gums were swollen and her blood pressure was elevated more than usual. Consumer reported that she was admitted to the hospital with the above events and was given an epi pen as it was thought she was allergic and having a reaction. Consumer reported that she was also given benadryl and steroids (nos) and IV's and was admitted to the ICU of the hospital. Consumer reported that it was thought that she would need to be intubated. Consumer reported that she got better and was discharged to go home on (B)(6) 2011. Consumer reported that it was thought she was having an allergic reaction to her blood pressure medication and was discharged on norvasc 2.5 mg. Consumer stated that she had only used super poligrip 4-5 times. Consumer discontinued use and the events have resolved, though she continues to have high blood pressure.